Manufacturer narrative:
A serial number search was performed for similar complaints within the search and there was one similar complaint found. A visual inspection of the returned product shows the vent solenoid was defective due to an electrical failure.

Event description:
The reporter stated that, the surgeon was using a staar phacoemulsification handpiece during surgery and received a fluidics error message stating to check nivs console and the vacuum would not release and the patient's iris became entrapped and would not release. The patient received an iris dehiscence. It was noted that the customer used the console after it failed to prime prior to surgery.